Event description:
During a tarsal-metatarsal fusion procedure, the drill bit tip broke off in the bone. Surgeon attempted to insert the screw before discovering that the drill bit tip had broken off. X-rays confirmed broken fragment was lodged in bone. Surgeon was unable to retrieve the fragment without compromising the rest of the procedure. Procedure was completed, surgeon noted when fusion is achieved, he will be able to retrieve the fragment at the time of explant.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was returned.